Event description:
The dealer reported that the consumer was using the shower chair and it cracked in half causing the user to fall in the shower. The consumer received some bruising from the incident. No medical treatment was sought as a result of the incident.